Event description:
It was reported that a patient underwent an unknown spinal procedure after suffering back pain for some time. At an unknown time post-op, it was found that 2 screws were broken. The patient complained of numbness in lower leg. A revision surgery was performed to remove the broken screws. No further details are known at this time.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Analysis of the returned device shows that visual review confirms screw broken at approx. 2-3 threads from the base of the head. Significant fracture surface damage noted. No surface defect identified on the bone screw surface adjacent to the fracture that could have contributed to crack initiation and propagation. Examination of the fracture surface identified with initial region with evidence of progressive convex striations or beach marks approximately 50% of the way through the cross-sectional area. Unable to determine additional information from the fracture surface to the extent of the fracture surface damage. Dimensional inspection confirms conformance to print specification. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implants; unable to definitively determine specific root cause of the foregoing event from the available information.